Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: the report of suspected thrombosis could not be confirmed from this evaluation as no images were submitted for review and the pump was not returned for evaluation. Additionally, a direct correlation to heartmate ii lvas, serial number (B)(6), and the reported hemolysis could not be conclusively determined through this evaluation. It was reported that the patient was admitted on (B)(6) 2020, with hemolysis and signs of pump thrombosis. The patient underwent pump exchange on (B)(6) 2020. Per additional information from the clinical coordinator, information was requested from the account; however, due to the dgsvo law in germany no additional information was provided. No product is available for investigation; however, in the event that heartmate ii lvas, serial number (B)(6), is returned this complaint may be reopened. The heartmate ii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with heartmate ii left ventricular assist system. This IFU also outlines the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations for manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2013. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with hemolysis and signs of pump thrombosis. The patient was sent to the operating room on (B)(6) 2020. The patient's heartmate 2 device was exchanged to a heartmate 3 pump.